Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers husband reported via phone call that the customer was hospitalized due to low blood glucose on september 04, 2021 at 04:00. Blood glucose level at the time of the incident was 29 mg/dl. Customer was treated with glucagon and food and glucose tablets. Customer alleged insulin pump was over delivering because her blood glucose went down. Customer had symptoms related to low blood glucose event was mental confusion. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of low blood glucose event. Customer declined to troubleshoot for low blood glucose. Customers last blood glucose reading was 54 mg/dl. The insulin pump will not be returned for analysis.